Event description:
This unsolicited case from united states was received on 13-dec-2017 from a physician. This case concerns a patient of unknown demographics who received treatment with synvisc one and later after 4 hours had pain, swelling, knee effusion and difficulty walking. Also device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On an unknown date in (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection once (dose and indication: unknown) (batch/lot: 7rsl021, expiry date: unknown). On an unknown date in (B)(6) 2017, the patient had swelling, knee effusion, and pain that started about four hours after the injections. The patient came to the physician two weeks later. Her husband had died the same day as her injection, so she could not come in any sooner. Her effusion was clear. The physician injected her with a steroid and she was doing pretty well. Corrective treatment: steroids for knee effusion, swelling and pain; not reported for difficulty walking. Outcome: unknown for all the events. Seriousness criteria: required intervention for pain, swelling, knee effusion and device malfunction an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented pharmacovigilance comment: sanofi company comment dated 22-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced pain, swelling and knee effusion. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.